Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, the physicians complained of feeling resistance when sending the delivery system through the e-sheath. The resistance was felt more near the end of the sheath. This is something that was not normal to them. When the e-sheath was removed, it looked to be ripped in a "not normal fashion". The physician was concerned about the feel and the look of the sheath. The fcs decided they would send it in just to get a second set of eyes on it. The device will return of evaluation. A response was received that indicated that during the procedure, the fellow advancing the delivery system through the esheath reported feeling resistance near the distal end, followed by a noticeable 'pop' as the system exited the sheath. Upon removal, the sheath appeared to be torn in an abnormal fashion, prompting concern from the physician regarding both the tactile feedback and visual condition of the device. No difficulties were encountered during withdrawal of the delivery system or removal of the esheath, and the sheath was not torqued during the procedure. There were no patient injuries, and the patient remained stable and was discharged without issue. No specific actions were taken during the event. The perceived root cause is related to the resistance felt during advancement, potentially linked to anatomical factors. Based on available information, the anatomy presented mild tortuosity and mild calcification, with a minimum luminal diameter estimated at approximately 7.5 mm. The device is being returned for evaluation to further investigate the sheath damage and contributing factors.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip is split. It was reported that the patient had 'mild' degree of calcification. Interaction with calcified nodules can damage the distal tip and result in the observed distal tip split. Additionally, it is possible that the distal tip was more susceptible to splitting due to the distal tip tear. High push forces applied to overcome the experienced resistance may also further contribute to the distal tip split. As such, available information suggests that patient factors (calcification) and/or procedural factors (distal tip tear, high push force) may have contributed to the complaint event. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient or procedural factors' such as challenging anatomy or non-coaxial advancement angles (it was reported that the patient had 'mild' degree of tortuosity and calcification)'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.